Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left lower lobe resection, the surgeon was able to press the green button but was not able to squeeze the handle and the device was not able to fire. Surgeon used competitor's device to resolve the issue. No patient injury.